Event description:
Co representative reported the breakage of a plastic screw during attempted insertion. Situation did not cause any pt injury. All pieces were reported to have been retrieved from the joint without impact to the pt. Situation resulted in a 40 minute delay to the procedure.